Event description:
It was reported that this device exhibited code 1003, indicative of battery voltage too low for the projected remaining capacity. The physician surgically explanted and replaced the device to resolve the event. It is unknown if the device will be returned for analysis. At this time, the device is retained at the healthcare facility and no additional adverse patient effects were reported.

Event description:
It was reported that this device exhibited code 1003, indicative of battery voltage too low for the projected remaining capacity. The physician surgically explanted and replaced the device to resolve the event. It is unknown if the device will be returned for analysis. At this time, the device is retained at the healthcare facility and no additional adverse patient effects were reported. Additional information was received which indicated the device will not be returned as the device is in the patient's possession.